Event description:
It was reported the spring wire guide was unable to be removed after cvc placement. The catheter and wire were removed from the patient and a new cvc set used. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter and spring wire guide (swg) for analysis. The guide wire was advanced through the catheter body and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The guide wire distal j-bend is misshapen, and the core wire is detached from the distal weld. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire is broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds are present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The major kink in the guide wire body were measured at 88mm from the proximal tip. The major bends in the guide wire body measured at 19mm, 53mm, 126mm, 196mm, 274mm from the proximal tip. The broken core wire measured 600mm in length, which is within the specification of 596-604 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.813mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The catheter body length measured 219 mm which is within the specification of 207-227 mm per catheter product drawing. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint (0.826mm) was inserted through the catheter (after removing the damaged guide wire). Little to no resistance was observed as the guide wire passed completely through the catheter body. Performed per IFU statement, " thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 poundsforce. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was unable to be removed after cvc placement. The catheter and wire were removed from the patient and a new cvc set used. No patient harm reported.